Event description:
It was reported that the patient had been admitted to the hospital with increased spasticity. At the first pump refill, the pump was very difficult to access because, it was implanted so deeply under the skin. It was believed that a dye study was attempted and they were unable to aspirate from the cap. There were no volume discrepancies. The patient was on the surgical schedule to have a revision on (B)(6) 2013. It was noted that the patient was doing well up until after the first refill. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).